Manufacturer narrative:
Analysis confirmed the stated reason for return of a broken connector, the ventricular connector was cracked. It was additionally noted that all covers and attachments were missing and that the battery contacts were visibly contaminated, however the device passed its incoming functional test. The device was cleaned, the ventricular connector as well as all covers and attachments were replaced, the battery contacts were inspected and the visible signs of contamination were removed and the device passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator has not been returned for service. There was no patient involvement associated with this event. It was further reported that the product had been returned to service.